Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing of noise with high rate non-sustained (hr-ns) episodes. The lead was found to be fractured. The lead detection was programmed off. The patient was given a lifevest until the lead could be revised. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.